Event description:
Routine complaint investigation when a healthcare facility reported receiving a low reading of 288 mg/dl on the precision pcx meter compared to a laboratory reading of 670 mg/dl. The values exceed the parkes error grid and could not be plotted. There was no report of death or serious injury.